Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient's device has not been working since 4-5 years. The patient stated it became more of bother than a benefit for him. The patient then stated the ins is causing him pain since 2017. There were no falls or trauma reported. The patient was redirected to follow up with their healthcare provider (hcp) to have the device removed. No further complications were reported. No additional patient symptoms were reported.